Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The doctor stated the home patient (hp) kept getting the se 2240 alarm in dwell 3 of 4 and insisted on having the hc swapped. The baxter technical service representative (tsr) asked the doctor the troubleshooting questions and the doctor gave the hp the phone. The tsr asked the hp the troubleshooting questions and the tsr explained the ups swap procedure. The hp would contact baxter for programming. The tsr would swap. The machine would be swapped. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used and connected before priming. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.